Event description:
According to the reporter, when crrt (continuous renal replacement therapy) was performed beside the bed, and the crrt machine was used, it was found that there was a crack at the proximal internal thread near the silicone venous end connection tube of the hemodialysis catheter and was continuously leaking blood. There was a blood loss of 3 milliliters but no blood transfusion required. No cleaning agent utilized to clean the adapters and did not apply ointment to the area. Hand was utilized to tighten the adapters. Priming was done. Tego was not utilized. No other products being utilized with the device. Nothing else unusual observed on the device prior to use. Re-indwelling of the catheter was done. It was also stated that the catheter was replaced with a new one as an intervention, successfully used and completed the procedure. The patient was stable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3, h3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when crrt (continuous renal replacement therapy) was performed beside the bed, and the crrt machine was used, it was found that there was a crack at the proximal internal thread near the silicone venous end connection tube of the hemodialysis catheter and was continuously leaking blood. It was stated that the catheter was implanted a day ago. There was a blood loss of 3 milliliters but no blood transfusion required. No cleaning agent utilized to clean the adapters and did not apply ointment to the area. Hand was utilized to tighten the adapters. Priming was done. Tego was not utilized. No other products being utilized with the device. Nothing else unusual observed on the device prior to use. The catheter was replaced with a new one as an intervention, successfully used and completed the procedure. The patient was stable.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when crrt (continuous renal replacement therapy) was performed beside the bed, and the crrt machine was used, it was found that there was a crack at the proximal internal thread near the silicone venous end connection tube of the hemodialysis catheter and was continuously leaking blood. It was stated that the catheter was implanted a day ago. There was a blood loss of 3 milliliters but no blood transfusion required. No cleaning agent utilized to clean the adapters and did not apply ointment to the area. Hand was utilized to tighten the adapters. Priming was done. Tego was not utilized. No other products being utilized with the device. Nothing else unusual observed on the device prior to use. Re-indwelling of the catheter was done. The catheter was replaced with a new one as an intervention, successfully used and completed the procedure. The patient was stable.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the venous luer adaptor was cracked. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.